Manufacturer narrative:
Date of event: unknown. Investigation: we have been provided with one affected sample and three reference samples which look clean. Affected sample shows a brown-orange dot of contamination at the middle height on the cannula surface which we identified as residue of an adhesive's component. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Needles were packed in machine nº2107 (february 21-24th, 2017) during which 55 visual inspections were performed with no assembling defects noted. 1 qn (#8854) related to incorrect information were detected which would not affect whether or not the sprinkled epoxy. Research has found no problems, defects or qn related to the reported issue in assembled needles batch #7048388 (february 21-23rd, 2017) in machine nº4249-4261 during which 92 visuals inspections were carried out with zero defects noted. Based on sample evaluation, the foreign matter is identified as a condensated vapor residue of a component of the adhesive used to jin the canula (metal part) with the hub (plastic part). This issue occurred in the assembly process in which the needle goes into the oven for the adhesive curing process. Due to an accumulation of the adhesive's component in the oven entrance this substance dropped off on the affected needle. Taking into account our experience, the probability of occurrence of this non-conformance should be exceptional supported by the low percentage of defects identified in our routin in-process inspections and our preventive measures, we are confident that this has been an isolated case and any probability of occurrence should be exceptional. Moreover, the highly capable process employed by bd to produce microlance needles keeps foreign matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where there are several strict preventive measures and good manufacturing practices are strictly followed.

Event description:
It was reported that foreign matter was observed on an 18g x 1.5 in. Bd eclipse¿ needle before use. There was no report of injury or medical interventions needed.